Event description:
Ous MDR - this rv lead was repaired on (B)(6) 2013 during a normal device change out because externalization was observed at the svc coil conductor. On (B)(6) 2017, noise was suspected and noise was confirmed during follow up. At that time, therapy was turned off. This lead was explanted and replaced on (B)(6) 2017. The physician believes there may be an insulation issue due to rubbing. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 14.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received. The cut edges of the two parts did not correspond, thus it is assumed that a small segment of lead body was missing in between. The available lead fragments were subjected to an extensive analysis. The inspection revealed multiple signs of abrasion along the lead body. In particular in the distal area between 16.5 cm and 7 cm proximal to the lead tip the insulation was damaged due to abrasion. This damage can be considered as the root cause of noise mentioned in the complaint description. The conductor cable to the rv shock coil was found exposed 12.5 cm proximal to the lead tip. The surface of the silicone insulation demonstrated a ridged surface which indicated mechanical stress most likely due to constant friction against calcified tissue such as a calcified tricuspid valve. Finding the svc shock coil encapsulated by calcified tissue corroborates this assumption. Consistent with the complaint description, a repaired insulation damage was found 39 cm proximal to the lead tip where residuals of silicone glue were observed and the conductor cable to the svc shock coil was exposed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.